Event description:
It was reported that cracks were identified in the inner cannulas of blue line ultra tracheostomy tubes after 16 days of use. Because the inner cannulas could not be replaced, the entire tracheostomy tubes had to be changed. There was patient involvement. This malfunction could compromise the airway and potentially affect the patient.

Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.